Manufacturer narrative:
Device is a combination product. Used 01may2019 as event date as the correct date was not provided. Device evaluated by MFR.: synergy ii us mr 3.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with a mid-section struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary vessel. A 3.50 x 38mm synergy drug-eluting stent was selected for use; however, the stent came off the balloon prior insertion into the patient's body. The procedure was completed with another synergy. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Used (B)(6) 2019 as event date as the correct date was not provided.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary vessel. A 3.50 x 38mm synergy drug-eluting stent was selected for use; however, the stent came off the balloon prior insertion into the patient's body. The procedure was completed with another synergy. No patient complications were reported.